Event description:
It was reported that stopped pump period may exceed tube set. Pump was stopped a little over 2 days. Additional information has been requested, a follow up report will be sent if it becomes available.

Event description:
Additional information: it was reported that the pump was stopped because they were thinking there was a granuloma; however, there was not, so they had the pump started back up. The manufacturer's representative had just started the pump back up in simple continuous mode with no bolus. It was a terminal cancer patient so the representative did not know how much relief the patient was going to get from the pump.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n296619001, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient. (B)(4).